Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted quickly and pump shut off. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made to follow up with the customer; however, customer did not reply.